Event description:
A nurse manager reported that three knives did not cut during surgery. The knives were exchanged and the cases were completed. There were no pt injury reported.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to company's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the blunt knife experienced by the customer cannot be determined. (B)(4).